Event description:
Total gastrectomy & sigmoidcolectomy procedure. Cs29 was inserted transanally, with trocar surrounded by gia staples. Device came into firing range of almost 2.3mm after 2nd attempt at closing into range. Firing was complete, donut was good, but cut-ring was not completely cut in two. Staple formation on the proximal wall was not good, requiring 5 suture stitches to close.